Manufacturer narrative:
No customer returns were available. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that false positive architect stat troponin-I results were generated for 3 patients. Sid (B)(6) reported 0.030 ng/ml repeated 0.003 ng/ml. Sid (B)(6) reported 0.037 ng/ml repeated 0.021 ng/ml. Sid (B)(6) reported 0.029 ng/ml repeated 0.014 ng/ml I-stat result was 0.01 ng/ml. The customer uses a cutoff of 0.028 ng/ml. No adverse impact to patient management was reported.